Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was undergoing a system replacement. When the lead was placed in the battery, an impedance check was performed, and electrodes 8, 9 and 12-14 were all greater than 10,000 ohms. The physician took the end of the lead out of the battery and cleaned them off several times with no change to the impedances. They then put the end of the leads into a wireless external neurostimulator unit to see if the leads were bad. The result was an impedance reading of all electrodes within normal range. At that point, the physician requested the manufacturer representative to open a new battery. The result of an impedance check with the new battery was that all electrodes were within normal range. There was a potential faulty battery. The issue was resolved at the time of the report, and the implantable neurostimulator was being returned for analysis. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis did not find any anomaly of the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.